Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the right ventricular lead exhibited an impedance anomaly. Other electrical measurements were stable. No intervention was performed. The patient was in good condition and would continue to be monitored.